Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis determined that the cause of the reported failure was electrical opens in the connector wiring in the device header. X-ray inspection identified a fracture in the atrial connector wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic for a follow up check. The physician discovered that there was no capture and high, undefined impedance on both right atrial (ra) and right ventricular (rv) channels. It was noted that there was a problem with the setscrew on the implantable pulse generator (ipg). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis determined that the cause of the reported failure was electrical opens in the connector wiring in the device header. X-ray inspection identified a fracture in the atrial connector wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.